Event description:
Ibc from patient's husband. Pump sn (B)(4) is displaying message service due. This indicates service is due based on clock battery age or total motor revolutions. Scheduled shipment of replacement pump. No report of injury. No further information provided. Yes, the device error occurred while in use, it did not cause any harm to the patient. We are sending a replacement. Reported to cvs/caremark by patient/caregiver. Dose or amount: 30ng/kg/min; frequency: continuous; route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.